Manufacturer narrative:
No product will be returned per customer. No investigation was performed. Although requested, patient demographics was not provided.

Event description:
It was reported that the secondary set did not infuse the antibiotics. Furthermore, the patient received more intravenous fluid as the infusion was being pulled from the primary bag. Although requested, additional information was not provided.

Manufacturer narrative:
Additional information added to: d11.

Event description:
It was reported that the secondary set did not infuse the antibiotics. Furthermore, the patient received more intravenous fluid as the infusion was being pulled from the primary bag. Although requested, additional information was not provided.